Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v292729, implanted: (B)(6) 2009. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had ongoing issues with bladder and bowel issues. It was hard to tell if the device was not working. They wanted to image where the ins was located. MRI was ordered by primary care health professional. If additional information is received, a follow up report will be sent.